Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle there was an issue with leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: blood leaked from the np needle.